Manufacturer narrative:
The device has been returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Corrective actions are in process.

Event description:
During an internal investigation of the returned product a foreign object was identified in the fluid path of a non-sterile syringe.